Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1637 showed one other similar product complaints from this lot number.

Event description:
It was reported that armpit catheterization with blind insertion method was conducted on the patient¿s basilic vein without complication on (B)(6) 2018. After the catheterization, the x-ray showed that the tip of the catheter was at the right lower margin of the t6 pyramis. Insertion length of the catheter is 49cm, with the exposed part length of 4cm; the nurse found that the catheter was damaged when flushing the catheter on (B)(6). After examination, it was found that there was a vertical crack about 3.5cm away from the strain relief of the catheter. Subsequently, 3cm was trimmed off the catheter. When the catheter was flushed on the morning of (B)(6), it was found that there was a transverse rupture on the strain relief. The staff then decided to remove the catheter. A new catheter was placed. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. Residue was visible on the external surface of the connector. The groshong valve was intact at the distal end of the catheter tubing. A split in the longitudinal direction was observed at the distal end of the strain relief oversleeve. The material around the split was worn, granular, and exhibited a concave surface. A tactual investigation revealed that the tubing was easily kinked across the clear portion of the tubing just distal to the strain relief oversleeve. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebq1637 showed one other similar product complaints from this lot number.

Event description:
It was reported that armpit catheterization with blind insertion method was conducted on the patient¿s basilic vein without complication on (B)(6) 2018. After the catheterization, the x-ray showed that the tip of the catheter was at the right lower margin of the t6 pyramis. Insertion length of the catheter is 49cm, with the exposed part length of 4cm; the nurse found that the catheter was damaged when flushing the catheter on (B)(6). After examination, it was found that there was a vertical crack about 3.5cm away from the strain relief of the catheter. Subsequently, 3cm was trimmed off the catheter. When the catheter was flushed on the morning of (B)(6), it was found that there was a transverse rupture on the strain relief. The staff then decided to remove the catheter. A new catheter was placed. There was no reported patient injury.